Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose on (B)(6) 2015. Customer stated their blood glucose declined to 39 mg/dl, prompting the paramedics to be called. The customer stated they were driving when they experienced the low. Customer reported being confused while driving. The customer reported an observer called the paramedics for the customer. Customer stated their low was from the lack of food. The customer reported several low blood glucose incidents that required the paramedics to be called. The customer declined to return the insulin pump for analysis.